Manufacturer narrative:
This report is being updated to provide investigation results. New information is reported in h4, h6, and h10. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Conclusion: the definitive cause of the reported events could not be established. Based on the available information, it is possible the device had age/use related deterioration.

Manufacturer narrative:
Olympus technical assistance center (tac) worked with the customer to troubleshoot the issue. To resolve the image issue that made the scope image look over exposed, the customer went through the white balance process and they have not had the issue since with any other scopes. A supplemental report will be submitted if additional information becomes available following investigation.

Event description:
The customer contacted olympus to report the image was over exposed, making the tissue indistinguishable when using the clv-190 evis exera iii xenon light source. This issue occurred during an unspecified procedure. The procedure was completed with the same device using the manual mode. There was no report of health consequence or impact to the patient.